Manufacturer narrative:
The date of event was reported as unknown. The only information was reported as the event year as 2021, therefore, date of event has been populated as (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a celsius¿ electrophysiology catheter and a broken tip occurred. It was reported that the insulation (blue coating) was damaged already inside the package. There is a small hole (about 2mm) where the inner cables can be seen through because there is no blue coating on them. Damage was at the tip where the electrodes are located. Hole approx. 2mm x 1mm in size, at the blue isolation. Catheter was not taken out of the packaging. There were no patient consequences.

Manufacturer narrative:
It was reported that the insulation (blue coating) was damaged already inside the package. There is a small hole (about 2mm) where the inner cables can be seen through because there is no blue coating on them. Damage was at the tip where the electrodes are located. Hole approx. 2mm x 1mm in size, at the blue isolation. Catheter was not taken out of the packaging. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the celsius¿ electrophysiology catheter. A manufacturing record evaluation was performed, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the incorrect date of (B)(6) 2021 was reported under section h10. Additional manufacturer narrative of the 3500a supplemental (follow-up) report # 1. The correct date was (B)(6) 2021.

Manufacturer narrative:
On 5/25/2021, the bwi product analysis lab received the complaint device for evaluation. The device was visually inspected and found in good normal condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).